Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not boot up, it booted as expected with no errors. Analysis did find that the system fan was intermittently noisy and that the keyboard was missing two screws, both the fan and the keyboard were replaced to resolve.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.